Event description:
Event description guidant received information that, since change-out to a non-guidant implantable cardioverter defibrillator (ICD) approximately 14 months ago, the pacing impedance has gradually increased for this right ventricular defibrillation lead (greater than 2000 ohms). All other lead measurements were reported to be normal/consistent.

Event description:
Boston scientific received information that, since change-out to a non-bsc device approximately 14 months ago, the pacing impedance had gradually increased for this right ventricular (rv) defibrillation lead to greater than 2,000 ohms. All other lead measurements were reported to be normal/consistent. It was reported that the rv lead had fractured. An invasive procedure was performed, and the lead was partially extracted. The explanted portion of the lead was returned for reliability analysis. Approximately six years later, during a routine device procedure, the physician elected to remove remaining portion of the rv lead. During the extraction, the right atrial (ra) lead was adhered to this rv lead and had to be removed as well. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Visual inspection of the lead revealed that the lead had been severed 180 mm from the terminal pin. Two setscrew marks each were observed on the proximal and distal high voltage and rate/sense negative (rs-) terminal pins. The rate/sense positive (rs+) terminal pin had only one setscrew mark. It is unknown if the non-bsc ICD that was connected to this lead had a setscrew in the rs+ port or a type of spring connector. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the internal and external insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity.